Event description:
A customer reported the phaco system did not vacuum well during a procedure. The system was exchanged to completed the case with no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info become available. (B)(4).